Event description:
Two hospital code teams with defibrillators responded to a person in cardiac arrest in the hospital atrium. One device was powered on but, according to the reporter, it powered down by itself almost immediately. The second defibrillator was used to successfully deliver shocks to the patient. Patient outcome is unknown, but there were no reports of any adverse affects to the patient as a result of the device use.

Manufacturer narrative:
H6: device has been quarantined by the facility and is not available for evaluation.